Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of sensor pod from the patient's abdomen, the sensor wire was left in patient's skin. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.